Manufacturer narrative:
D10. Concomitant product: egiaustnd endogia ultra univ std stap (lot#: p5g0921). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-operatively, while assembling the device, the reload did not follow the assembly rotation correctly and became stuck halfway. Attempts to remove the reload by counterclockwise rotation were unsuccessful. When force was applied, the rear part of the reload came apart. The manual handle and the reload could no longer be used after the incident. The connection part was noted to be very loose before assembly, as if detached. The device was replaced. There was no patient involved.